Manufacturer narrative:
An evaluation of the returned polyaxial screw could not determine root cause. It was confirmed that the implant was properly manufactured and released in accordance with design specifications. No manufacturing or processing related irregularities could be identified. It appears likely that the screw failure may be related to either the patient or unknown clinical factors/circumstances. The arsenal spinal fixation system is intended to help provide immobilization and stabilization of spinal segments as an adjunct to fusion of the thoracic, lumbar, and/or sacral spine. The arsenal system consists of a variety of shapes and sizes of rods, screws, hooks, connectors, and bridges that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws, hooks, connectors, and bridges are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).

Manufacturer narrative:
D10: device availability - initially reported as no. Updated - yes with a return date of 05/04/2020. H6: event problem and evaluation codes - initially reported as 4114 product not returned. Updated - 11 conclusion not yet available. H10: additional narrative/data - initially reported as no evaluation possible at this time. The implant has not been returned. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted. Updated - the returned implant is currently under investigation. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Revision surgery was conducted on (B)(6) 2020 to remove pedicle which had fractured and broke just below the tulip/head. The arsenal deformity spinal fixation system was originally implanted on (B)(6) 2019.